Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose values of 400 mg/dl customer's other blood glucose value was 423 mg/dl. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose values. The customer was treated with manual injection and insulin pump. The customer declined the troubleshooting for high blood glucose. The customer received insulin floe blocked alarm. The device will not be returned for analysis.